Manufacturer narrative:
Investigation summary: three photos were received and evaluated. Each photo depicted a 5ml syringe filled with clear liquid and a tip cap attached. It is unknown which batch each sample in the photos belongs to. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Machine logs indicate adjustments at printer were recorded during the manufacture of batches 8128506. Based upon the pictures and the batch numbers provided we believe that this print defect is associated with one single batch since the defect appears to have worsened over time. Perhaps the mixing of bd lots at the facility could explain the involvement of 7 batches with this issue. The other batch numbers are reported in related complaints. Customer acknowledged utilizing the fifo process however, if during the picking process, a manufacturing lot number is depleted we would utilize an additional manufacturing lot number. This would cause our batch numbers to sometimes use multiple mfg. Lot numbers of syringes. Investigation conclusion: photo 1 and 2 both showed blue capped syringes with slight double print of the scale markings visible. The double print observed was lateral only. The items were still legible and volumetric accuracy not compromised. The print observed is acceptable per product specification. Photo 3 showed a red capped syringe with a lateral double print visible. The double print observed created clearly visible doubling of numbers and is rejectable per product specification. Additional 6 photos were received. The photos showed filled 5ml syringes with blue tip caps attached. The barrels had varying degrees of missing print, primarily in the first few grad lines close to the zero line. 2 out of the 6 photos provided showed rejectable missing print, while 4 had acceptable print per product specification. Root cause description: the rejectable samples showed over 50% of at least one item, such as graduated line or number, missing. The acceptable samples all had small amounts of print missing with less than 50% of any one item missing and all of the items legible. The scale was still legible in these cases. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale printing on the bd plastipak¿ luer-lok¿ syringes had blurred/double-printed numbers and graduation lines on 201 devices. Discovered before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale printing on the bd plastipak¿ luer-lok¿ syringe had blurred/double-printed numbers and graduation lines.